Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up #1 01/16/2012 - device evaluation: the pump has been returned and evaluated by product analysis on 12/20/2011 with the following findings: no pump or black box history from the time of the event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2011, the pt contacted animas and reported a blood glucose (bg) result of "503 mg/dl." The pt initially called to request for assistance with putting a battery into the pump. Trough troubleshooting, the animas representative involved in this contact determined that the pt was trying to place the battery into the cartridge cap. The animas rep walked the pt through inserting the battery into the correct compartment. The pump's date, time, and battery type were verified. The pt could not recall how long she had been off the pump. She and her husband could not remember when the pump was removed. The pt stated that possibly the pump fell off. The animas rep also walked the pt and her husband through a complete set-up of the pump including filling the cartridge with insulin. The pt was able to successfully complete the rewind/load/prime steps, and the insertion/fill cannula steps. The animas representative also walked the pt's husband through giving a 9.05 unit bolus via ezbg successfully. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that the obtained an elevated blood glucose result that meets animas' criteria for a serious injury.